Manufacturer narrative:
(B)(4). The reported complaint of the lor syringe being broken was confirmed based on the investigation of the sample received. The customer returned one open kit. Visual examination of the returned sample revealed the lor syringe's barrel appeared to be broken into multiple pieces. A device history record review was performed on the epidural kit and the lor syringe with no relevant findings. Since it cannot be determined when the syringe became damaged, the potential cause of this complaint could not be determined. No further action is required at this time.

Event description:
It was reported that: "the glass lor syringe was found broken upon opening the package. Therefore, a new kit was used instead. The user was not injured by the broken syringe."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the glass lor syringe was found broken upon opening the package. Therefore, a new kit was used instead. The user was not injured by the broken syringe."